Event description:
It was reported that the piston on the pump was not moving to deliver insulin. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy and declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.